Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "contracture with pain (grade 4 contracture)". Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Device patch with lot number 2793780 and catalog number not visible in the photo. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
The device has been explanted.